Event description:
It was reported the patient is reporting pain, swelling, instability, and an audible clicking noise approximately 4 years post implantation. No revision procedure has been reported. Attempts to obtain additional information have been made. However; no more is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00202, 3007963827-2022-00204, and 0002648920-2022-00172. Concomitant medical devices: femur cemented cruciate retaining (cr) standard left size 11, catalog#: 42502607001, lot#: 63854240. Tibia cemented 5 degree stemmed left size h, catalog#: 42532008301, lot#: 63788450. All poly patella cemented 38 mm diameter, catalog#: 42540000038, lot#: 63458184. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.